Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. The reported complaint, ¿unable to open gantry,¿ was confirmed. The motor assembly was tested using a motion cart; forward and backward motion passed, and the brake engaged and disengaged normally. Visual inspection revealed missing and damaged belt teeth and a damaged rotor drive assembly. H3,h6: the component was returned to the manufacturer for analysis. The reported complaint, ¿unable to open gantry,¿ was confirmed. The winch motor was tested using a motion cart; forward and backward motion passed, and the brake engaged and disengaged normally. Visual inspection revealed that the center cog gear and mount were bent, with damaged teeth on the drive gear. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). Rev. K, ubd: , UDI#: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6). Rev. K, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after completing a spin, the drape was caught in the gantry and they were unable to open the gantry after this. Representative(rep) stated the site tried to manually open the door but were unsuccessful. Rep arrived on site to attempt to assist with manually opening. Troubleshooting was performed, rep stated the pin hole was green, but when attempting to ratchet clockwise, there was no change in the pin hole after several minutes, but stated he can hear clicking inside the gantry. Unable to get a hole visible in the pin hole, therefore unable to manually open. Technical service (ts) suspects site had damaged internal components when they attempted to manually open. Ts had rep hard boot down the system and boot back up but still unable to use pendant to open or close. Open door message present. System was able to move left and right using the pendant, but unable to open. Ts advised site will need to disassemble patient bed to remove imaging system. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, gantry non-rotational and door unable to open. Ordered rotor tractor drive assembly. Upon inspection, cable winch gears bent and damaged. Ordered new cable winch assembly. Returning with parts. Removed old cable winch assembly. Upon inspection cable guide screws sheared into gantry frame. Flying in specialist for screw extraction. Replaced damaged cable winch and rotor tractor drive assemblies. Extracted sheared cable guide screws and replaced cable guides. Performed a system checkout. System is fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192; product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.